Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The electronic device-use logs were also provided. Visual inspection noted no damage to the exterior handle housing. Functionally, upon startup and testing there were no errors observed. It was reported that the device system displayed the end of life message prior to reaching end of life criteria. The reported issue could not be confirmed. The most likely cause could not be established from the information available. During the investigation a secondary condition of multiple fpga (field programmable gate array) reset/reprogram failures was detected. This condition has a potential for patient harm. A review of the system logs showed evidence of multiple fpga (field programmable gate array) reset/reprogram failures. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. The cause for the additional condition is traced to device design. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected an unreported condition of open cid that has no relationship to the reported condition. The battery cell cid is an integrated design feature of the cell that opens and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Root cause of the observed open cid was determined to be from battery degradation. Device battery management enhancements are being evaluated to extend battery life and enhance battery health monitoring. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during maintenance, after charging, the handle could not be operated due to an error; a red 0 under the handle with a spanner on the right upper side. There was no problem with the charger and the shell was not used. A competitor's device was utilized to resolve the issue. There was no patient involvement.